Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Seals appeared intact. Device was in good condition. Invalid syringe size was found in the event history log. The technician performed verification of calibration and visual inspection. The reported issue was duplicated for calibration but not for visual. The root cause of the reported issue was found to be calibration was incorrect. No damage to cases. The technician recalibrated the unit and no action needed for broken case. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the pump will not calibrate and broken case. No patient injury was reported.